Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial and dry. Visual inspection found optic deformed and haptic torn, broken, bent, deformed and streched out. Claim# (B)(4).

Manufacturer narrative:
H3: dimensional inspection found lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510k - this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -9.50/1.5/093 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was explanted due to low vault on (B)(6) 2021. This did not resolved the problem. Cause of the event is reported as unknown. Per the reporter on 30/jun/2021, "there are no plans to implant another lens, due to the low vault. " see MFR # 2021-02643 for claim against the initial lens.

Manufacturer narrative:
B4 corrected aware date: 28-jun-2021. Claim # (B)(4).